Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient died due to sepsis which was secondary to severe encephalopathy. It was not reported if dianeal therapy was ongoing until the time of death. No additional information is available. As the patient passed away due to sepsis, the baxter device is no longer a suspect product. Should additional relevant information become available, a supplemental report will be submitted.